Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 625644) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the patient did not undergo confirmatory test". The patient's medical history included endometriosis. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("pain :abdominal"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems") and uterine prolapse ("uterine prolapse"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral), oophorectomy (bilateral)). Essure was removed on 13-feb-2018. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, bladder disorder, urinary tract disorder and uterine prolapse outcome was unknown. The reporter considered abdominal pain, bladder disorder, dysmenorrhoea, pelvic pain, urinary tract disorder and uterine prolapse to be related to essure. The reporter commented: she had received treatment for dysmenorrhea (cramping), pelvic pain, abdominal pain, uterine prolapse. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, pelvic pain, uterine prolapse. Most recent follow-up information incorporated above includes: on 13-apr-2021: mr received. Reporter information , other relevant history , auto-narrative supplement , and lot no added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 625644) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the patient did not undergo confirmatory test". The patient's medical history included endometriosis. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("pain :abdominal"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems") and uterine prolapse ("uterine prolapse"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral), oophorectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, bladder disorder, urinary tract disorder and uterine prolapse outcome was unknown. The reporter considered abdominal pain, bladder disorder, dysmenorrhoea, pelvic pain, urinary tract disorder and uterine prolapse to be related to essure. The reporter commented: she had received treatment for dysmenorrhea (cramping), pelvic pain, abdominal pain, uterine prolapse. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, pelvic pain, uterine prolapse. Lot number: 625644, manufacture date: 2007-08, expiration date: 2009-07. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 26-apr-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the patient did not undergo confirmatory test". On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("pain :abdominal"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems") and uterine prolapse ("uterine prolapse"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral), oophorectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, bladder disorder, urinary tract disorder and uterine prolapse outcome was unknown. The reporter considered abdominal pain, bladder disorder, dysmenorrhoea, pelvic pain, urinary tract disorder and uterine prolapse to be related to essure. The reporter commented: she had received treatment for all the aforementioned events. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: plaintiff fact sheet received. The case is incident. Previously reported event ¿injury ¿ was updated to more specified events¿ dysmenorrhea (cramping),pelvic/abdominal, urinary problems, bladder infections, urinary tract infection, vaginal infections, vaginal discharge, uterine prolapse and the patient did not undergo confirmatory test¿. Reporter, demographics; essure indication (amended), essure removal date were added. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.